Event description:
It was reported that the needle deployed early when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed with the needle cap still attached to the bottom housing. After removing the needle cap, the device fully deployed. The downloaded data shows that the device completed first and second prime before being deactivated at pulse 56. The downloaded data did not show any timeouts or drive stalls during the pod's run. The needle mechanism and drive mechanism were inspected and no damages or abnormalities were observed that could contribute to an early needle deployment. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. Although no damages were observed, it could not be determined when the device deployed.